Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures shows that a blood leak occurred at the level of multi connector y, from the access side. However, there was no defect seen that could explain the leak. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the joint between the input and the pre-blood pump tube of a prismaflex m150 set during continuous renal replacement therapy. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.